Manufacturer narrative:
The device was not returned to zoll medical corporation; however, the device's analog board was removed and returned by the hospital biomed department. The analog board was put through extensive testing without duplicating the malfunction. The board was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Another device was used to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.